Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was prematurely depleting and recommended the device be replaced 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was prematurely depleting and recommended the device be replaced 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It is unknown if the product will be returned.